Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device has been alerting low flow for about an hour. Water flow rate (wfr) was 0.8 l/m. Neonatal pads connected. Walked though stop therapy, disconnect and reconnect using proper technique. Straightened all lines and restarted therapy. Water flow rate (wfr) was stabilized at 1 l/m. No alerts or alarms. Encouraged to call back with any changes or questions. Nurse just spoke with the helpline to troubleshoot low flow. Shortly after hanging up, the flow rate dropped back down to 0 l/min. They tried going through emptying the pads and disconnect and reconnect the pads, but the flow rate was still 0l/min. The device also alarmed 07 empty pads not complete. Had nurse stop therapy and disconnect pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 0l/min, inlet pressure (ip) was -7.8psi, circulation pump command (cpc) was 0 percentage, system hours were 2,005, and pump hours were 0. Discussed with ts, suggested it might be a bad pressure transducer. Had nurse try to take fluid delivery line (fdl) off the back to see if the inlet pressure (ip) remained high, nurse unable to get the fluid delivery line (fdl) off. Biomed brought a new device to bedside to swap to. Informed nurse to have biomed take this device to evaluate.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation a risk review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device has been alerting low flow for about an hour. Water flow rate (wfr) was 0.8 l/m. Neonatal pads connected. Walked though stop therapy, disconnect and reconnect using proper technique. Straightened all lines and restarted therapy. Water flow rate (wfr) was stabilized at 1 l/m. No alerts or alarms. Encouraged to call back with any changes or questions. Nurse just spoke with the helpline to troubleshoot low flow. Shortly after hanging up, the flow rate dropped back down to 0 l/min. They tried going through emptying the pads and disconnect and reconnect the pads, but the flow rate was still 0l/min. The device also alarmed 07 empty pads not complete. Had nurse stop therapy and disconnect pads. Walked nurse through placing device in manual control. Without pads, water flow rate (wfr) was 0l/min, inlet pressure (ip) was -7.8psi, circulation pump command (cpc) was 0 percentage, system hours were 2,005, and pump hours were 0. Discussed with ts, suggested it might be a bad pressure transducer. Had nurse try to take fluid delivery line (fdl) off the back to see if the inlet pressure (ip) remained high, nurse unable to get the fluid delivery line (fdl) off. Biomed brought a new device to bedside to swap to. Informed nurse to have biomed take this device to evaluate. Per follow up information received via task on 20may2025, received call back from biomed who confirmed they had taken the circulation pump out of the device, checked for damage, and replaced the pump. The device passed their verification check and was sent back to the floor without further repairs.